Event description:
On (B)(6) 2011, a customer reported receiving erratic readings on his freestyle lite glucose meter in (B)(6) 2011. The customer also reported a higher reading on his freestyle meter when compared to a health care professional's meter. The customer reported in (B)(6) (he could not remember the exact date) between 11 am and 2pm he received a reading of "almost 200-210" mg/dl. A visiting nurse was present and took another reading from his meter, receiving a reading of 70-80 mg/dl. The nurse then performed a test using her meter, which the customer could not remember but stated "it was a little bit high". The customer took "a few units of novalog" based on the customer's "high reading". He stated "he assumes his sugar must have already been low prior to taking the insulin because he bottomed out". The customer experienced what he described as "classic low symptoms including confusion, being disoriented, sweating profusely, shaking/twitching, blurry/double vision, being real dizzy, then starting to black out." His mother called the paramedics. The paramedics administered glucose, although the customer was unsure whether it was oral or injectable as he said "the events were blurry, almost like a time loss". The emt compared her glucose meter to the customer's meter, and obtained a reading of 20-30 mg/dl on the hcp meter.

Manufacturer narrative:
Versus a reading of around 110 mg/dl on the customer's freestyle meter. The customer refused to go to the hospital, and was told by his doctor "to keep an eye on his sugar and go to the hospital if it starts to drop." On the following day (specific date is unknown), the customer stated he admitted himself to the hospital, and reported a blood glucose lab result of "like 900", and said he was informed by the doctor that "when they took his sugar upon arriving he passed out, went into a coma, and was diagnosed with dka" (diabetic ketoacidosis). After he returned home from the hospital the customer reported he took his freestyle meter to his doctor, who told him his readings "were all over the board". The customer believes he was taking too much or not enough insulin. There was no report of death or permanent injury associated with this case. It should be noted the customer no longer has the test strips (or test strip lot number) he was using at the time of these events. This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted when additional information is available.

Manufacturer narrative:
As product was not returned, a DHR of the meter was requested. The device history review for meter sn (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.